Event description:
It was reported that the customer's blood glucose level was low as indicated by a cgm reading. The lowest value shown was "low," customer was able to confirm with a bg meter of 146. The customer confirmed the low reading with a bg meter and consumed glucose tablets to address the issue. System check with technical support confirmed the pump was functioning as intended. Technical support advised the customer to consult a healthcare professional to discuss potential factors affecting blood glucose levels, which the customer acknowledged and understood.